Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact mechanism of damage was unknown. One 4 fr d/l powerpicc sv was returned for investigation. The catheter exhibited evidence of use. The d/l tubing extended to the 40cm depth mark. Areas of discoloration were observed on the molded bifurcation. What was consistent with tape residue was observed on the d/l tubing between the bifurcation and the 4cm depth mark. The tubing was discolored between the 4 and 5 cm depth marks. A functional test revealed a leak between the bifurcation and the 0 mark when the power injectable lumen was infused with water. A longitudinal split that was between 0.5 and 1.0 mm in length was observed in the power injectable lumen. The adjoining surfaces of the split tubing were granular. The wall thickness of the catheter was within specification. Due to the condition of the returned sample, it appeared that the catheter was damaged during use. The observed damage can occur from over-pressurization. Over-pressurization can occur through the use of syringes smaller than 10ml or due to excessive force applied during infusion procedures; however, the exact cause of the split in the catheter was undetermined. A lot history review (lhr) of recr2469 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a 4 fr power PICC placed (B)(6) 2018 and removed due to leaking on (B)(6) 20/18. 8/23/2018- additional information from tm stated the PICC was replaced as it was leaking from a "very small" hole near the bifurcation.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recr2469 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the facility had a bard 4f power PICC placed (B)(6) 2018 and removed due to leaking on (B)(6) 2018. On (B)(6) 2018- additional information from tm stated the PICC was replaced as it was leaking from a "very small" hole near the bifurcation.